Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer report number: 1627487-2022-04140. It was reported that the patient's ipg became inoperable after an unrelated surgery where the ipg was not set to surgery mode. As a result, the ipg was explanted and replaced on (B)(6) 2022. During the procedure, high impedances were observed when the lead was plugged into the new ipg so the lead was explanted and replaced as well. Therapy was established post-operatively.